Event description:
It was reported that the threaded rod got stuck in the implant inserter during surgery. The second cage was implanted without the mating plates and with a planned posterior construct for back-up. There were no patient impacts.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the tip of the mating instrument was found to have broken off and is stuck inside the threaded rod. The threaded rod was not found to be jammed in the handle; the thread rod and handle could be assembled and disassembled as expected. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review. Per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threaded rod got stuck in the implant inserter during surgery. The second cage was implanted without the mating plates and with a planned posterior construct for back-up. There were no patient impacts.